Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 135 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received failed battery test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.